Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported the patient developed a (B)(6) systemic infection. Antibiotic treatment was required. It was also reported there were vegetation's on the leads. Additionally, at the time of laser extraction of the right ventricular (rv) lead the patient developed pericardial effusion and tamponade. The device was removed, the leads were partially removed and the procedure was aborted. The effusion was drained and the patient was stable at the end of the procedure. The patient was transferred to another facility to complete the extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.